Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial of left main to the proximal end of left anterior descending artery. A 3.50x20mm promus element plus drug-eluting stent was advanced but encountered resistance during delivery. The device was removed and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.:promus element plus,mr,ous 3.50x20mmmm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts on the 2nd and 3rd most distal strut rows lifted and pulled distally. The undamaged stent outer diameter was measured using and the result is within maximum crimped stent profile measurement and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial of left main to the proximal end of left anterior descending artery. A 3.50x20mm promus element plus drug-eluting stent was advanced but encountered resistance during delivery. The device was removed and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.